Manufacturer narrative:
During service inspection, the customer¿s reported problem was confirmed, the control knobs have play. Additionally, foreign object/material was found inside the at the distal end nozzle attributing to the water flow to be out of standard specifications. Also, the forceps channel port is dented. There is insufficient angulation, the connecting tube is wrinkled. The scope has scratches on the objective lens, connecting tube, scope cover, grip, suction cylinder, universal cord, scope connector. There is discoloration on the light guide lens, and universal cord. The control body, and right/left, up and down control knobs are discolored. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsi) was informed that the customer evis exera iii gastrointestinal videoscope was returned to the olympus repair center for a reported ¿major free play in control knobs¿. The customer problem was found during procedure. Upon service inspecting and testing, the nozzle was found insufficiently or incorrectly cleaned; a foreign object/material was found inside the nozzle. No death, injury or harm was reported. This report is being submitted to capture the foreign object/material was found inside the nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. The customer provided information on their reprocessing steps. The scope's air-feeding function and objective lens-cleaning function was inspected prior to the procedure. The customer followed the reprocessing instructions according to the instructions for use. Water and air were flushed to the air/water channel by using air/water channel cleaning adapter (mh-948). Pre-cleaning was preformed immediately following the procedure. Pre-soaking was also performed. The external surfaces of the insertion tube were cleaned, the air/water channel was flushed with detergent solution, detergent solution was removed from all channels, and the scope was dried after cleaning or disinfecting. The scope was stored in a dry ventilated place. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material clogged in the air/water nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.